Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported while using the ngage nitinol stone extractor, the basket did not fully close during stones extraction. A second ngage nitinol stone extractor was used to complete the procedure. No further details have been provided. There was no information provided that indicates any adverse patient impact. Additional information has been requested from the customer regarding the device, patient and complete event details. Awaiting response from customer.

Manufacturer narrative:
The surgeon performed a flexible ureteroscopy to remove a kidney stone. There was no unintended portion of the device left inside the patient¿s body. No additional procedures were required due to the reported basket would not close fully during stone extraction. There were no adverse effects to the patient. Other relevant history: pre-existing conditions: kidney stone. Concomitant products: a nitinol wire guide, an access sheath and a flexible scope. (B)(4). Investigation ¿ evaluation: a review of the complaint history, device history record, specifications, and quality control was conducted and no issues were found related to the reported issue. The ngage nitinol stone extractor was not returned for evaluation. No photos were provided. Therefore, a physical inspection/evaluation could not be performed. The reporter indicated that no photos, operating reports, x-rays, or scans will be provided. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed no non-conformances during the manufacturing process. A review of complaint history revealed this complaint to be the only complaint associated to this device/lot number 7692987. The definitive root cause of this reported device issue could not be determined. Measures have been initiated to correct this issue. Monitoring will continue to be performed for similar complaints.